Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified spectrum iq infusion pump alarmed upstream occlusion at least ten times in the same day with a vented intravenous (IV) set and the vent was open. The event happened at intensive care unit during patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.